Manufacturer narrative:
Additional analysis from the manufacturer/supplier manufacturing/suppler analysis: all steps of the manufacturing process were verified and found in compliance with the applicable procedures/work instructions/inspections. No abnormalities or non-conformances were found in the device history record of the affected lot # 0216828437 related to the reported complaint. Plasmablade device was manufactured according to established manufacturing processes. Continuity check data for the affected lot # 0216828437 is reviewed and there are no abnormalities in the three resistance values (initial resistance reading, resistance measurement by pressing the ¿cut¿ button and resistance measurement by pressing the ¿coag¿ button). Potential root cause is that the black wire got pinched between the pcb board- bottom handle interface and resulted in cut button not working, operator did not notice this black wire pinched/wedged in the corner. No issue is found related to coag functioning per the investigation. Corrective action includes performing awareness training for all the operators working on 4.0 assembly line to check for the pcb board- bottom handle interface to be free from any wires being pinched in between. Production supervisor and all the concerned manufacturing personnel are made aware of this complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: complaint confirmed: it was reported the device failed to activate coag mode because of the a pinched black wire due to an assembly error. It was noted when the coag button was processing as cut and when the coag button was depressed. It was indicated there was a potential manufacturing error and a suppler assessment was required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece did not have coag function. No bent pins were identified. Another handpiece was used, it was unknown if it was from the same lot. There was no surgical delay. There was no patient impact. No further issues were reported or anticipated.